Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged elevated blood glucose following a recent infusion set and cartridge change while using the ilet system, with no visible leaks or kinks and a confirmatory fingerstick of 361 mg/dl; dinner had been consumed earlier, and no meal announcements were entered. Symptoms included hyperglycemia. Outcomes included self-management at home with insulin delivery resumed and glucose decreasing to 260 mg/dl after follow-up, without hospitalization. Investigation included troubleshooting of the infusion setup, guided site-only change, and education on meal announcements, along with collection of infusion set lot information for contact detach 23-inch steel sets. Investigation of this case revealed no confirmed device malfunction, with contributing factors possibly including lack of meal announcements and user handling challenges during set changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear.